Event description:
It was reported that the system 9800 had communication failure errors upon initialization. It was further reported that the system images were displayed too brightly. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a preventative measure the single board computer kit was installed along with a replacement hard disk. In an effort to alleviate the brightness issues, the display adapter circuit board was replaced. The system was tested and found to be working as intended and placed back into service.